Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
Customer reported damaged catheter. Additional information received 1/9/2024: it was reported piccs were implanted in (B)(6) 2023. The piccs were removed before they caused serious consequences for the patients. 3 piccs had punctures of the venous catheter (mostly in the first few cm). It was confirmed that no foreign bodies remained within the venous system of the patients. It was reported this occurred with three devices. This report addresses the third device.